Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The defect will be fixed in a later version.

Event description:
It was reported that if a wedge is added to a beam on monaco, the wedge normalization gets set to open normalization. This is hard coded inside monaco; thus, the user can not change it. For absolute dose plans, the wedge normalization should always be set to wedged normalization. When dose is calculated on xio, there is a large dose difference between wedge dose calculated using wedge normalization and wedge dose calculated using open normalization. On xio, the source index does indicate the open wedge normalization was used; however, the monaco source index does not indicate the type of wedge normalization used. There was no mistreatment reported based on the available information.